Event description:
It was reported that a pt's foot was caught between the side rail slats twice and between the side rail slat and the round metal bar near the activation lever (used to raise and lower the side rail) on the crib. The customer stated that it was the same pt in the same crib in all three instances. Reportedly, side rail pads were not used.

Manufacturer narrative:
The facility reportedly has examined the unit, however, they will not provide feedback nor results to stryker upon request. The root cause is undetermined as product eval has not been possible.